Manufacturer narrative:
Device is a combination product. Age at time of event 18 years or older.

Event description:
It was reported that the patient died. The patient presented with acute myocardial infarction and was treated in an emergency condition. A 2.75x20 mm promus element plus drug-eluting stent was implanted to treat the target lesion was located in the left circumflex artery. The patient condition was stable post procedure however, forty-eight hours later the patient died due to complications. It was further reported that a second 2.75x20 mm promus element plus drug-eluting stent was also implanted.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that the patient died. The patient presented with acute myocardial infarction and was treated in an emergency condition. A 2.75 x 20mm promus element plus drug-eluting stent was implanted to treat the target lesion was located in the left circumflex artery. The patient condition was stable post procedure however, forty-eight hours later the patient died due to complications.